Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that difficult to withdraw and spline bunching occurred. During a procedure, the farawave pulsed field ablation catheter was deployed into a flower configuration in the right inferior pulmonary vein (ripv) when the splines became bunched. Troubleshooting consisted of rotating the catheter to correct the splines but was unsuccessful. The catheter got stuck when retracting it back into the sheath. The physician was able to pull the catheter back into the sheath only after retracting the wire completely. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection noted one of the splines in the distal cage was still inverted. It was not possible to insert the guidewire since there was an obstruction in the catheter; therefore, functional testing deployment and undeployment of the cage were not possible. The allegation of catheter difficult to withdraw could not be established.

Event description:
It was reported that difficult to withdraw and spline bunching occurred. During a procedure, the farawave pulsed field ablation catheter was deployed into a flower configuration in the right inferior pulmonary vein (ripv) when the splines became bunched. Troubleshooting consisted of rotating the catheter to correct the splines but was unsuccessful. The catheter got stuck when retracting it back into the sheath. The physician was able to pull the catheter back into the sheath only after retracting the wire completely. The catheter was replaced, and the procedure was completed. There were no patient complications. The catheter was received for analysis.